Event description:
It was reported that a user stopped announcing meals due to recurrent low glucose trends after dinner while using an ilet system with a libre 3+ cgm, then overtreated hypoglycemia with multiple bottles of glucose tablets, resulting in glucose variability and concern for maladaptation of the ilet. The user¿s glucose was 222 mg/dl with approximately 3 units of insulin on board after reaching a low of 52 mg/dl/ a factory reset was done after glucose stabilized to 150 mg/dl and education on low-treatment best practices and onboarding procedures was provided. Symptoms included low blood glucose. Outcomes included transient impact to daily management without hospitalization or emergency care. Investigation included product use review, user interview, and review of available device and cgm data. Investigation of this case revealed user-related overtreatment of hypoglycemia and suboptimal meal announcing, which contributed to glucose fluctuations. It was concluded that the device functioned as designed, and user technique and behaviors contributed to the event.